Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The mitral valve had bileaflets, with a prolapsed posterior and leaflet flail. The first clip was implanted without issues on the medial side of p2. The second clip was placed central on a2-p2. The clip failed the first final arm angle (efaa) test. Troubleshooting was done but efaa failed again. The decision was made to deploy the clip because the patient anatomy was challenging and retracting into the left atrium was deemed too risky due to the large prolapse. The clip was deployed, and as was expected, the clip opened to 60 degrees, however the clip remained very stable on the leaflets. A third clip was implanted lateral on a2-p2, to further reduce mr, and to treat the remaining flail. Mr was reduced to <1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no indication of a lot-specific product issue. Based on the information reviewed and without a device to analyze, a cause for the reported clip opening during establishing final arm angle could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.na